Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell off his tractor on (B)(6) 2020 and landed on his left implant side. After the event, the user wasn't hearing clearly with his device. A follow-up integrity test is scheduled for (B)(6) 2020.

Event description:
The user fell off his tractor on (B)(6) 2020 and landed on his left implant side. After the event, the user wasn't hearing clearly with his device. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by the accidental fall, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The fall might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition, the most basal channel was disabled due to discomfort. However, to determine an exact root cause device investigation would be necessary. Re-implantation was planned but had to be postponed due to the recipient's wish.

Event description:
The user fell off his tractor on the (B)(6) 2020 and landed on his left implant side. After the event, the user wasn't hearing clearly with his device. On (B)(6) 2020 the user reported that the loudness has increased, but he still cannot hear clearly enough to make out any words in that ear.